Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 28th of november 2016 for further investigation. Fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse assited the customer via phone and provided written instructions via email on the process of decontamination of the instrument. Customer performed the decontamination procedure and ran the quality controls. All of the results were within range. The insturent is functioning as inteded and was released. No further action is required by the fse. The most probable cause of the reported event is contamination of the device tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2016 the customer reported that their controls on the g7 is running high in comparison to the g8 instrument. The customer indicated that they are using calibrator lot zs5002, retention time is 0.69, column count is 798 and filter flow is 0.98. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.